Manufacturer narrative:
Concomitant device cocr fem head 36mm +3.5 offset 12/14 (cat# 142-36-03). The most likely cause for the prosthesis wear reported is friction from the joint surfaces rubbing against each other over time. However, the potential contributions of edge-loading and/or patient-related conditions to the sequence of events cannot be confirmed as the devices are not available for evaluation due to remaining implanted and no additional clinical information was provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, patient saw surgeon for an unknown reason. "Surgeon is monitoring patient for possible prosthesis wear but has not revised at this time". No additional information available.